Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose. The customer's mother also reported that the battery cap was stripping. The customer's blood glucose was 530 mg/dl at the time of incident. The customer's mother did not mention treating the blood glucose. The insulin pump will not be returned for analysis.